Event description:
On (B)(6) 2026, an 85-year-old female patient underwent a thrombectomy procedure using the flowtriever system of devices. The procedure advanced through 4 aspirations of clot this no issue. The physician began crossing to the right when the patient started screaming. A stroke team and ed was called and confirmed stroke.

Manufacturer narrative:
Manufacturer reference number: (B)(4). The suspect device was not returned to the manufacturer and, and as such, an evaluation could not be completed. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The stryker peripheral vascular medial affairs team determined that the available information does not allow us to rule out the possibility that the triever24 may have caused or contributed to the patient's stroke. The device labeling lists stroke as a possible adverse event/complication.